Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA p180001. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: based on the findings in the imaging review in (B)(4) (ansm ref# (B)(4)) two new complaints ((B)(4) and (B)(4) - ansm ref# (B)(4) and (B)(4)) are identified . The first complaint (B)(4) addresses a thrombus in zta on the 9-month postop CT (lot number is provided in the email below). The second complaint addresses (B)(4) complete loss of component overlap between zdeg (B)(4) and zta on the 31-month postop CT. This complaint concerns zta. On (B)(6) 2019 during the index procedure, a straight graft (rpn and lot# not yet available) was implanted without difficulty. The reported degree of oversizing was 25%. A molding balloon was used at the proximal and distal sealing zones without difficulty. And no other devices were placed. Primary indication for implant was an aortic aneurysm. The proximal seal zone had no occlusive disease, moderate tortuosity, severe calcification and partial thrombus. The device was implanted in zone 3 (area just distal to the left subclavian artery). A (B)(6) 2019 CT (276 days post-procedure) showed a non-occlusive ¿intraprothetic¿ thrombus. That was not treated. A query has been placed requesting information on anti-coagulant and anti-platelet medications. The event was marked as related to the stent graft and not related to the procedure. A comment from the site dated (B)(6) 2021 ¿apparition of an intraprothetic thrombus on the prothetic wall on (B)(6) 2019. Stability of the thrombus since then. As of today it doesn¿t give cause of concern, no symptoms or embolization.¿ follow-up cts dated (B)(6) 2020, (B)(6) 2020, and (B)(6) 2021 report that the thrombus is still present but stable. Patient outcome: no intervention has been planned as the thrombus has been reported as stable with no concerns for patient safety. The patient remains in the study.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). H6: c22: appropriate term/code not available: side-effect; d17: appropriate term/code not available: side effect. After investigation the reported event is no longer considered reportable. Five post-operative CT studies were provided and reviewed by an imaging expert. The following is the imaging reviewers findings listed in relation to the date of the CT. The 3-month postop CT, dated (B)(6) 2019, does not include the chest, thoracic graft is not in view. The 9-month postop c, dated (B)(6) 2019, "there is mild irregular mural thrombus at the distal zdeg at the overlap segment with the 2nd component (zta-p). It overlaps 16 mm with the zdeg graft and has about 17 mm of distal seal length in the distal ta." The 15-month postop CT, dated (B)(6) 2020, is reviewed. The graft positions are relatively unchanged. There is adequate proximal and distal seal zones. The 21-month postop CT, dated (B)(6) 2020, is reviewed. The proximal zdeg position is unchanged with adequate proximal seal. There is loss of overlap between the distal zdeg and proximal zta but no endoleak is seen here. The maximum taa sac diameter is 63 mm. The 31-month postop CT, dated (B)(6) 2021, is reviewed. The proximal graft position is stable. The thrombus in the distal zdeg has resolved but there is now complete loss of component overlap with the zta graft with a 5-6 mm gap along the greater curve. There is a focal limited type 3a endoleak here that does not extend proximally or distally around the graft components. The maximum taa sac diameter is 61 mm. There is persistent moderate mural thrombus extending through most of the zta graft now, but the flow channel remains stable. The maximum zta graft diameter is 44 mm, and the distal seal zone remains stable. The total length from the lsa to celiac is now 293 mm. Based on these findings the imaging reviewers impression is "at 21 months, there is loss of component overlap between the zdeg graft and the distal component. The gap between the 2 components grows to 5-6 mm at 31 months with a focal type 3a endoleak limited to this gap. This appears to be due to aortic elongation due to disease progression with distraction of the components. The lsa-to-celiac length grows from 265 mm at 9 months to 293 mm at 31 months." No information about the overlap at implantation is provided and on 3-month postop images the thoracic graft is not in view, but at 9-month postop the overlap between the zdeg and zta is 16 mm. Overlap between a zdeg and zta is not specified in the IFU but in the IFU for zdeg it is noted "ensure there is a minimum overlap of 2 stents", it is unknown if the zdeg and zta was overlap with 2 stents at the time of implantation. Based on the imaging review aortic elongation from 265 mm at 9 months post implantation to 293 mm at 31 month could be a contributing factor for the type 3a endoleak. It is noted on the 21 month post op CT that the "proximal zdeg position is unchanged with adequate proximal seal" and on the 31-month post op CT that the "proximal graft position is stable". Nothing indicates that the separation was due to a fault condition of the device why the type 3a endoleak is assessed to be due to aortic elongation and therefore, a side effect. I addition it is noted that the zdeg is used to treat a aneurysm and in combination with a zta, which is outside the recommendations for this device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.